Event description:
A malfunction occurred as the caller reported the mobile app was frozen while loading a cartridge on an iphone 14 pro. The individual's blood glucose levels were not adversely impacted, as they did not exceed 500 mg/dl or fall below 54 mg/dl. Following instructions to uninstall the app, forget the pump from the bluetooth menu, and reinstall the app, the issue persisted; however, resetting the pump eventually resolved the problem, allowing successful pairing with the mobile app without further assistance needed.